Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a lot of air bubbles. The customer's blood glucose level was unknown. The customer stated that both the plunger and transfer guard were not unscrewing due to which they got lot of air bubbles in the reservoir. The customer declined troubleshooting for air bubbles. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per dop114-811. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles when plunger was disconnected from reservoir, performed manual test per dop114-811 appendix g and found plunger easy to release from stopper-plunger. Also checked reservoir snap-caps width dimensions dop114-811 and d6014595. Using a new lab infusion set connected reservoir and found easy to connect/release.